Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no physical damage at the foreign object detection point and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the suction channel of the evis lucera elite colonovideoscope was blocked. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material inside the scope. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the channel tube was damaged. In addition, evaluation found the scope cover unit was polluted, the channel brush and forceps could not be inserted well due to blockage of the channel tube, and the insertion quality was out of standards due to damage to the channel tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.